Event description:
It was reported that the right atrial (ra) lead exhibited over-sensing of noise, causing episodes of mode switch. Low p waves and unstable pacing impedance were also noted. Noise was reproduced via isometric testing. The patient had some atrial tachycardia episodes that were correctly identified as supraventricular tachycardia (svt), but some were incorrectly diagnosed as ventricular tachycardia (vt) due to under-sensing of p waves. The patient noted that every once in a while, would feel their heart beating faster and described it as a butterfly feeling on her chest. Programming changes were made. There were no adverse health consequences, the patient was stable.